Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for overfilling with the incident lot was not observed. Draw testing of the customer samples was performed and all tubes drew within the required specifications. A review of the device history records was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for overfilling with the incident lot was not observed. Further investigation has been initiated through a CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tube has a capacity of 2.7 ml, but when it was used in the vacuum collection, its total capacity was filled and not in a less volume as it was expected. Customer reported that the all capacity of the tube is filled, exactly as the 4,5ml. When comparing the 2,7 and 4,5ml tube they are filled with the same volume. No serious injury or medical intervention reported.